Event description:
A customer reported unexpected negative reactions with samples from the same patient when tested on galileo instrument (B)(4).

Manufacturer narrative:
The image result files were reviewed by an immucor technical support specialist. Repeat antibody identification testing of the first sample drawn resulted in one out of three kell positive cells reacting (cell 8). Cells 2 and 3 did not react. Repeat antibody identification testing on the second sample drawn resulted in two of the three kell positive cells (cells 2 and 3). Cell 8 did not react. Image results for all testing visually appeared consistent with the reaction strengths reported by the instrument. The controls reacted as expected. We were able to rule out reagents due to the same lot of indicator cells being used for all testing performed. We were also able to rule out instrument as all maintenance was as expected and the repeat testing on the same instrument gave the expected results. Unable to rule out sample-related issue as the results between the two antibody identification assays were not consistent. Customer declined having a field service engineer perform the unexpected reactions checklist as they are in the process of relocating the instrument.